Manufacturer narrative:
The device involved in this MDR report is not approved in the united states, however, it is similar to a device manufactured by sorin that was cleared, or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2020, several episodes recorded in the pacemaker memories showed non-physiological signals in the atrial, and ventricular channels, leading to noise oversensing. Preliminary analysis results showed that the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data.